Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was triggered by a single low battery voltage measurement and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was triggered by a single low battery voltage measurement and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.